Manufacturer narrative:
(B)(4). Concomitant medical products: therapy date: unknown, unknown femoral component, unknown bearing, unknown tibial tray, unknown patella. No product was returned; visual and dimensional evaluations could not be performed. DHR was unable to be performed as the item and lot number of the device involved in the event is unknown. Records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the medical record indicates no complications during the initial surgery. However, after 11 months post-op, the patient experiences pain and noise. The surgeon recommended for x-rays as he suspected development for scar tissue due to patient previous surgery for crushing knee injury. However, no medical record to serve as evidence for pain, noise, and development for scar tissue. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01450, 0001822565-2019-01452, 0001822565-2020-00262, 0001822565-2020-00264.

Event description:
It was reported that the patient underwent initial knee arthroplasty on an unknown date. Subsequently, the patient began experiencing pain and hears a cracking noise when standing up after being seated.